Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient expired. Review of the episodes showed 65 vt/vf. Upon review of the egm, undersensing was noted due to very small r-waves. Therapies were delayed due to programming. The patient received 30 shocks and atp therapies. Some converted the rhythm but immediately a new vt/vf started. Non-sustained lead noise episode was detected due to undersensing. A magnet was applied. Stored egm showed a complete paced rhythm with no capture. The patient has most likely expired at this point. The physician believes that the cause of death was due to a sick heart and arrhythmias.